Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed when unlocking the screen. The customer reported that the "2" is intermittently difficult to press and delays prior to moving to the "3". At the time of the report, the customer was able to successfully unlock the screen. The customer's blood glucose level was 289 mg/dl. The customer delivered a correction bolus.